Event description:
It was reported that a spectrum pump intermittently doesn't recognize a closed door. This occured while in the recovery area prior to any treatment being started. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced a door not fully latched alarm which corresponds with the reported symptom of intermittently does not recognize a closed door. Evaluation determined the cause to be loose upper link screws. The link screws were replaced.